Event description:
Ous MDR - during implantation, the v-lead was screwed into the septum three times but was not successful due to improper measurement and dislodgements. When the lead was finally implanted the measurements were; r-wave: 10mv, threshold: 0.5v, lead impedance: 578 ohm. However, a pacing failure was observed on the ECG before the closing the pocket. The physician checked the connection between the lead and the pacemaker but the pin was not loose. They measured again with a psa but the threshold were still between 0.5v to 4.5v, the tip of the lead (helix) was screwed properly as seen by x-ray. Even after changing the lead implantation position, this phenomenon was still observed. Therefore the physician suspected the lead probably has a malfunction (lead fracture) and the lead was replaced successfully with another led. Insulation damage was observed from the removed lead. But it was not confirmed whether the damage occurred during the implantation or the lead removal process.

Manufacturer narrative:
Ous MDR.